Manufacturer narrative:
One oximeter was returned for evaluation. Upon visual inspection of the device, the reported customer complaint was confirmed. Fluid ingression was noted as a result of customer/ user interfacing with the product in a manner inconsistent with the IFU. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical oximeter is not taking up the finger probe.